Event description:
Follow up information reported that the cause of the event was that the patient felt their settings on the implantable neurostimulator (ins) were too high. It was noted that the patient felt more nauseated and wanted to turn down the ins. The patient outcome was reported as no injury.

Event description:
It was reported the patient had a loss of therapeutic effect and their implantable neurostimulator (ins) "stopped working" approximately two months prior to report. It was stated, the patient had vomiting and severe nausea since (B)(6) 2013. It was noted, the patient thought the pump implant surgery "might have done something to the ins" or that the pump "interfered" with the ins. It was also noted, the patient "never had a shocking sensation" from the ins. There was no known incident or accident related to the event. The patient's status was unknown at the time of report and the patient was redirected to their healthcare provider. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).